Event description:
Upon investigation (B) (6) 2009, manufacturer's domestic evaluations lab found lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. Replacement was sent, device returned.